Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 400 mg/dl. The bg level was addressed with a manual injection. Reportedly, the customer believed the bg level was related to the infusion set. However, troubleshooting was not performed with the customer as the customer discontinued use of pump therapy.